Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. On the basis of the current information and without the product for investigation, a clear conclusion cannot be drawn. As the prosthesis was implanted 20 years ago, and considering the overweight of the patient we assume that root cause for the mentioned failure is not product related. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with collect.no.qas knee implants. According to the customer description there was complete abrasion of the front insert of the knee joint surface 20 years after knee implantation. There had been instability and luxation of the knee joint noted. Accompanying grinding damage to the metallic components (femoral shield medial and medial front edge of the tibial plateau) by metal/metal contact. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).